Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
During a rib plating with matrixrib procedure, the 2.2mm threaded drill guide for matrixrib locking plates broke within the hole of the locking plate. All fragments were retrieved. Surgeon used another drill guide to complete procedure with no further problem, no harm to patient. Patient is reportedly recovering well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.